Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level ranged from 90-150 mg/dl. The customer applied more force to the wake button to resolve the issue. Customer reverted to an alternate pump for insulin therapy.